Manufacturer narrative:
H4: the device was manufactured from january 06, 2023 - january 07, 2023. H10: the actual device was not available; however, a photograph was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors underinfused medication; further described as "did not run completely". This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.